Event description:
This lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2011 due to lead fracture. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).